Event description:
Complainant alleged that while attempting to monitor a pt the device powered up without display. Complainant indicated that the clinician was able to continue using the device to monitor the pt by printing the ECG rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.